Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and clear passage testing were performed and no flow (block) was observed between the small bore two piece luer lock assy and high pressure tubing. The reported condition was verified. The cause of the condition was related to production during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of solution though a one-link microbore catheter extension set. This event was observed while attempting to flush the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.